Event description:
Customer reported issue with pump screen that was dark and would not turn on. Customer¿s blood glucose level was not impacted. Customer was instructed on a series of troubleshooting steps which failed to resolve the issue, leading technical support to decide on pump replacement. Customer planned to use multiple daily injections as backup therapy and was advised to put pump into storage mode before returning it.